Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber, and also alleged of having sinus infections and had to be put on an antibiotic, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, sinus infections and had to be put on an antibiotic, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil can confirm the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil confirmed no presence of degraded sound abatement foam using a fitt.